Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance average measurement was noted to be approximately in the 140 ohm range. Boston scientific technical services discussed with the boston scientific representative what occurs if the actual delivered shock impedance is greater than 145 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance average measurement was noted to be approximately in the 140 ohm range. Boston scientific technical services discussed with the boston scientific representative what occurs if the actual delivered shock impedance is greater than 145 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported. This rv lead was subsequently explanted and replaced. There were no additional adverse patient effects.